Event description:
The bandaid elastic piece of the probe attached to the white cable has slid off the cable exposing the wires underneath, leaving a potential for them to be broken or cut and thus causing an electrical safety issue for the patient and the staff. Staff say this cannot be explained by the normal rotation of site that happens per shift as per manufacturer's recommendation. Probes are currently changed prn also according to manufacturer recommendation.